Manufacturer narrative:
The device that was used in treatment was not returned for evaluation, with all information provided we have not been able to establish a relationship between the device and the reported event or determine a root cause. A review of the manufacturing records found that there was no evidence that the product didn't meet specifications at the time of manufacture. A complaint history review found other related failures. The associated risk files contain the reported failure/harm or event. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Factors that are known to contribute to the alleged fault/failure may be a connection issue. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that when using the handpiece exact, it was leaving a lot of water and was not taking the aspiration, leaving the proceeding location very wet. There was a delay greater than 30 minutes and a backup was available to continue with the treatment.